Manufacturer narrative:
(B)(4).

Event description:
A photo of the sensor wire was provided for evaluation. The photo shows a sensor wire sticking out of the patient's arm. Based on inspection of the photo, it was observed that the sensor most likely detached in the patient's arm because the transmitter was not snapped into the housing during patch removal. If the transmitter is not snapped in during removal, there is no real retention force holding the sensor in the seal carrier which would cause the sensor to be retained in the skin. However, based on the one photo provided, it cannot be confirmed as to whether or not the transmitter was snapped into the housing during patch removal. The reported problem of detached needle/cannula was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4)2017, that on (B)(6)2017, of an introducer needle detached from the applicator during insertion of the sensor. The insertion site was at the abdomen. A photo was provided for evaluation. The reported detached sensor wire was displayed in the photo. The root cause could not be determined.